Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 5.5 and 9.9 mmol/l. Tests were done within 20 minutes. No further information has been reported.